Event description:
It was reported that during a da vinci si hysterectomy procedure, arcing was observed with the monopolar curved scissors instrument. The planned surgical procedure was completed and no patient harm, adverse outcome or injury reported was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Visual inspection shows no sign of arcing on the main tube, tube extension, or metal components at the distal end. The distal end does not have any components or burrs or abnormally sharp edges that would contribute to arcing. The instrument was found to be fully functional with no physical damage observed. The customer reported failure could not be confirmed.